Event description:
The surgeon fully intubated schlemm's canal with the itrack advance catheter. During retraction and delivery of ovd, the surgeon noted that catheter retraction felt slightly tighter than usual. After completion of the case, the surgeon evaluated the eye and noticed a part of the catheter still within the angle. This was retrieved using forceps.